Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 6mm 10bag 500cs had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported that the plunger hits a skip/resistance in the barrel of the syringe where it is resting about 1/8" from the top of the syringe. Also, the needles have lines or grooves in them. Verbatim: from phone call on 2021-01-14 09:09:45: update to verbatim per dchu where plunger stopper rests in barrel, it left a skip or bump that creates a resistance when moving the plunger within the barrel of syringe. About 1/8" from the top of syringe. Dc caller/consumer finding on all syringes for the past year and this box plunger hits a skip/resistance in barrel of syringe where it was resting. About 1/8" from the top of syringe. Caller/consumer also finding on all syringes from the past year and this box the needles have lines or grooves in them. Tried to wipe away with alcohol swabs but they will not go away. Lot # 0125266, item # 324911occd, date unknown every syringe for the past yearsample status awaiting samplelot # unknown item # 324911occd date unknown sample status discard."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned (2) 1/2cc, 6nnm 31g syringes in open poly bags from lot # 0125266. Customer states that the plunger hits a skip/resistance in the barrel of the syringe where it is resting about 1/8" from the top of the syringe and that the needles have lines or grooves in them.. Both returned syringes were tested and both were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 0125266. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200892593] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 125266. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-05-04. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 6mm 10bag 500cs had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported that the plunger hits a skip/resistance in the barrel of the syringe where it is resting about 1/8" from the top of the syringe. Also, the needles have lines or grooves in them. Verbatim: from phone call on (B)(6) 2021 09:09:45: update to verbatim per dchu where plunger stopper rests in barrel, it left a skip or bump that creates a resistance when moving the plunger within the barrel of syringe. About 1/8" from the top of syringe. Dc caller/consumer finding on all syringes for the past year and this box plunger hits a skip/resistance in barrel of syringe where it was resting. About 1/8" from the top of syringe. Caller/consumer also finding on all syringes from the past year and this box the needles have lines or grooves in them. Tried to wipe away with alcohol swabs but they will not go away. Lot # 0125266 item # 324911 occd date unknown every syringe for the past year sample status awaiting sample lot # unknown item # 324911 occd date unknown sample status discard."